Event description:
It was reported that oversensing, high pacing impedance, and high defibrillation impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead had externalized conductors. Lead replacement was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that oversensing, high pacing impedance, and high defibrillation impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead had externalized conductors. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.